Event description:
It was reported that a malfunction occurred with a code displayed as malf 0, and a fault ID was available. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller by providing pump reset information and guided them through resetting the pump.